Event description:
The customer reported to olympus that the tracheal intubation fiberscope has angulation malfunction. During inspection and evaluation, the image guide snake tube coat peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation "has angulation malfunction¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: since the actual item was not sent to mbc, we could not specify the cause of the suggested event. However, we presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be prevented] by following the instructions for use which state: ¿inspection of the endoscope¿ visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities in addition, the following non-reportable malfunctions were found during the device evaluation. Due to a cut on angle wire, bending section cannot be bent in up direction at all, due to wear of angle wire, the neutral position of angle knob is out of the specified position., connecting tube has a dent, and adhesive on bending rubber has a chip. Olympus will continue to monitor field performance for this device.